Event description:
As reported via the (B)(4) study, a patient experienced elevated cardiac enzymes after the index procedure. At the time of the index procedure, angiography revealed 90% stenosis in the mid 1st diagonal. The lesion was 8mm in length, de novo, and class b1. The reference vessel was 2.25mm in diameter. The lesion was pre-dilated with a 2.5 x 12mm non-cordis balloon at 10atm and a 2.25 x 13mm cypher rx was implanted at 15atm. The stent was post-dilated per standard procedure with a 2.5 x 8mm balloon at 20atm. The following day, ckmb peaked at 27.9 (uln 6.3) and troponin I at 3.81 (uln 0.10). There were no reported complications or adverse events reported and the patient was discharged the day after the index procedure.

Manufacturer narrative:
Additional information was received form the cypress study. It was originally reported that the patient experienced elevated cardiac enzymes after the index procedure. Cec adjudication minutes were reviewed. The committee agreed that the patient suffered a myocardial infarction (mi) during the index procedure. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
The complaint received states that this (B)(4) study patient suffered a peri-procedural mi per cec adjudication. This is a (B)(6) male with medical history including angina, hyperlipidemia, hypertension, atrial fibrillation, hypokalemia and osteoarthritis. At the time of the index procedure, angiography revealed 90% stenosis in the mid 1st diagonal. The lesion was 8mm in length, de novo, and class b1. The reference vessel was 2.25mm in diameter. The lesion was pre-dilated with a 2.5 x 12mm non-cordis balloon at 10atm and a 2.25 x 13mm cypher rx was implanted at 15atm. The stent was post-dilated per standard procedure with a 2.5 x 8mm balloon at 20atm. The following day, ckmb peaked at 27.9 (uln 6.3) and troponin I at 3.81 (uln 0.10). This event has been deemed by the cec adjudication committee as an arc peri-procedural pci thus the file was updated with a code for mi. There were no reported complications or adverse events reported and the patient was discharged the day after the index procedure on dual anti-platelet therapy. The study stent remains implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event.

Manufacturer narrative:
Concomitant medications at the time of the index procedure included aspirin, atenolol-chlorthalidone, potassium chloride, plavix, and simvastatin. The complaint received states that this (B)(4) study patient had elevated cardiac enzymes post index procedure. This is a (B)(6) male with medical history including angina, hyperlipidemia, hypertension, atrial fibrillation, hypokalemia and osteoarthritis. At the time of the index procedure, angiography revealed 90% stenosis in the mid 1st diagonal. The lesion was 8mm in length, de novo, and class b1. The reference vessel was 2.25mm in diameter. The lesion was pre-dilated with a 2.5 x 12mm non-cordis balloon at 10atm and a 2.25 x 13mm cypher rx was implanted at 15atm. The stent was post-dilated per standard procedure with a 2.5 x 8mm balloon at 20atm. The following day, ckmb peaked at 27.9 (uln 6.3) and troponin I at 3.81 (uln 0.10). There were no reported complications or adverse events reported and the patient was discharged the day after the index procedure. The study stent remains implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Elevated cardiac enzymes are a known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time.